Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that his blood glucose meter was reading 200s mg/dl, but the blood glucose meter at the hospital was reading 491 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime, high pressure, and self test and the tests passed. It was stated that the infusion set and reservoir were not connected using the proper technique. (B)(6) later the customer called back to perform again the high pressure test while still being at the hospital. It was stated that the customer was not feeling well and was having ketones. It was stated that the customer was released from previous hospital with a high glucose reading of over 300mg/dl. Then the customer was taken back to another hospital and his glucose reached over 600mg/dl. It was stated that the customer had incorrect settings on the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.